Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited loss of sensing. The device was explanted and replaced. The patient was in good condition prior, during, and post operation.

Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in sensing failures.